Event description:
Pentax medical was made aware on 31-may-2021 during inspection in the workshop within the emea region that there was an image disturbance when moving the lg cable involving pentax medical video gastroscope model eg29-i10-i10f2, serial number (B)(4).the endoscope has been reworked.

Manufacturer narrative:
(B)(4) this complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.